Event description:
It has been reported that the physician implanted the device in 2009. Four days later, the physician re-operated to remove the device, which broke post-operatively and implant a replacement device.

Manufacturer narrative:
The explanted device was not returned to the manufacturer, therefore, an evaluation to determine failure mode could not be conducted. The batch record for this lot has been reviewed, which contains no abnormal manufacturing events. The complaint rate for this lot is not abnormal. There is a low occurrence rate of device breakage related to this device. If additional information becomes available, it will be submitted in a supplemental report.